Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred and planned treatment was performed by the customer when the issue occurred, and the procedure was completed by moving the patient in another room. The philips field service engineer (fse) inspected the system on site and confirmed that the c-arm of the system was unable to execute geometric movements. Review of the system log file showed a mismatch issue related to table tilt. Upon troubleshooting fse found that table showed defect longitudinal sensor. To resolve this issue, fse replaced longitudinal potmeter assay and recalibrating the table. The defective component was returned to philips for analysis and the failure has been attributed to issues with kinks in the wire and a malfunction in positioning. The system was returned to use in good working order. The codes were updated based on the investigation outcome.